Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from the primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2009912: (B)(4) items manufactured and released on 25-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.